Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The healthcare provider indicated that the cause of death is unknown. As the cause of death has not been provided, the investigation reveals nothing to indicate a device quality deficiency/malfunction which may have caused or contributed to the patient's death.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired after an implant duration of approximately 2 months. As the cause of death has not been reported, it is unknown if device related. Operative report indicates patient underwent mitral valve replacement, in addition to coronary artery bypass grafting x3 with a lima to the lad, saphenous vein graft to the obtuse marginal branch, saphenous vein graft to the pda, intraoperative cardioversion with cardiac paddles (10 joules), placement of atrial and ventricular pacing wires for temporary pacing, placement of pain pump and catheter for postoperative pain management with 0.25% marcaine. Operative indicates the subject valve was seated properly without difficulties. No information to suggest a device malfunction contributing to this event.